Manufacturer narrative:
The technician replaced the right head brake caster to repair the bed.

Event description:
Information received indicates the teeth that keep the caster from swiveling in brake were worn. Brake not holding.